Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 18766418.

Event description:
It was reported that the patient was experiencing pain at the ipg and lead incision sites. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were discarded by the facility.